Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 29-may-2025 and forwarded to millyard advanced medical products, llc on 30-may-2025. The patient's mother reported that the pump alarmed pump failure with 2 different cassettes. The backup pump has a crack in it that she taped, and the patient is currently using. It is unknown when the crack manifested. The clinician advised the patient's mother that it is not recommended to use a damaged pump. Two replacement systems were couriered, and the patient's mother was advised to call if the pump currently in use begins alarming. Infusion was not interrupted, and no adverse side effects were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed on 25-jun-2025 (report number 3016798778-2025-00073). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation into recently received materials that were in use by the patient during the referenced event. The patient's mother reported a pump failure alarm with 2 different cassettes. It was reported that the patient's backup pump was infusing without issue, but had a crack that the patient's mother had taped. It is unknown when the crack manifested. No interruption in therapy or adverse side effects were reported. Upon return to millyard advanced medical products, llc, logs retrieved from remote (B)(6), paired with remunity pump (B)(6), confirmed pump failure alarms that first began on 19-mar-2025. A test delivery was attempted, but resulted in a pump failure alarm. The pump was disassembled and evidence of fluid ingress resulting in a hardware compromise was observed, consistent with the confirmed pump failure alarms. A specific cause for the fluid ingress could not conclusively be determined. The investigation of remunity pump (B)(6) revealed 3 cracks in the pump cover. A 72-hour test delivery was performed, and the pump functioned as intended. A spefic cause for the observed cracks could not conclusively be determined. The returned systems functioned within specification in that pump (B)(6) alarmed per design to alert the user of an issue and successfully entered a failsafe condition, and pump (B)(6) continued to deliver without interruption.